Manufacturer narrative:
(B)(4). Eval summary: a partial lead was returned. Two partial connector legs with cut insulation and stretch coils were received. The damage found is consistent with that occurring at the time of explant. There are surface abrasions to the insulation of both connectors, however, no coil exposure. The returned portion of the lead revealed no evidence of arcing or melting. Without the return of the entire lead, a complete eval cannot be performed.

Event description:
The st. Jude rep phoned to report that the ICD was unable to convert the pt from vf. The pt expired and rep was called to the funeral home to interrogate the ICD. Stored electrograms indicated nose on both the v-sense/pace and v-tip can tracings during high voltage charging. The diagnostics displayed several warnings for five new episodes, including hv lead impedances >200 ohms. The ICD will be returned for analysis.